Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms in bipolar configuration and 1,960 ohms in unipolar. The physician was not expecting the device to ventricular pace often. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.